Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for evaluation.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for evaluation at this time.

Event description:
It was reported that at the user facility, a handpiece overheated when being used with a, angled medium saber attachment. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility, a handpiece overheated when being used with a, angled medium saber attachment. The user facility was not able to provide any further information regarding the reported event.